Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a bolus was requested the amount of insulin recommend was incorrect. During troubleshooting with tandem technical support, it was determined that the time was incorrect due to customer entry error and that the pump time was set to pm instead of am. Customer corrected time to address the issue. The customer's blood glucose level was 152 mg/dl.